Manufacturer narrative:
Citation: kessler m et al. Long-term clinical outcome of persistent left bundle branch block after transfemoral aortic valve implantation. Catheter cardiovasc interv. 2019 feb 15;93(3):538-544. Doi: 10.1002/ccd.27850. Epub 2018 oct 8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of new-onset persistent left bundle branch block on two-year outcomes in patients who underwent transcatheter aortic valve implantation with either a balloon-expandable, mechanically expandable, or self-expandable bioprosthesis. All data were collected from a single center between january 2014 and december 2016. The overall cohort population included in the study analysis after propensity-score matching was 528 patients (predominantly female; mean age 80 years), 32 of which were either implanted with a medtronic corevalve bioprosthetic valve or a medtronic evolut r bioprosthetic valve (no serial numbers provided). Among all patients, the in-hospital mortality included 12 patients. All-cause and cardiovascular mortality rates during the two-year follow-up period were also discussed. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: permanent pacemaker or implantable cardioverter defibrillator implantation, new-onset persistent left bundle branch block, transient left bundle branch block, alternating bundle branch block, first-, second-, or third-degree atrioventricular block, "bifascular block," bradyarrhythmia absoluta, ventricular fibrillation, valve-in-valve implantation, coronary obstruction, annular rupture, deep valve implant, mild aortic regurgitation, major vascular complications, and reduced left ventricular ejection fraction. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.